Event description:
At about 1 year and 11 months from primary, the patient came in reporting pain and the surgeon observed the humeral head disassociating from the double center and the cause is unknown. The surgeon revised the head and double decenter. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19-12-2024 lot 2003783: (B)(4) items manufactured and released on 21-10-2020. Expiration date: 2025-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Other device involved: anatomical shoulder system 04.01.0089 double decenter (k170910) lot 2114001: (B)(4) items manufactured and released on 05-01-2022. Expiration date: 2026-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.